Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty. Subsequently, patient has been indicated for a revision procedure due to pain and bone loss approximately fifteen (15) years post-op. No additional information is available was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral head; unknown humeral stem. The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08088; 0001825034 - 2018 - 08089.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty on an unknown date. Subsequently, patient has been indicated for a revision procedure due to unknown reasons. Attempts were made to gather information and no additional information is available at this time.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. The investigation is still in progress. Once the investigation is completed a follow up report will be submitted.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty. Subsequently, patient has been indicated for a revision procedure due to pain and bone loss approximately fifteen (15) years post-op. No additional information is available was provided.